Event description:
It is reported that the device was implanted in 2007, and revised in 2009, due to the hinge fracturing. The patient has gait abnormality and multiple sclerosis, which resulted in revision of the implants.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 1 year and 8 months. No product or x-rays were returned for evaluation. A photograph was taken and returned for review and appears that the hinge post extension has fractured. The picture is relatively blurry, and further conclusions as to the cause of the fracture are unable to be made. It is unknown what contribution of the patient's history of multiple sclerosis and abnormal gait had to the fracture. Based on the available information a definitive root cause can not be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.